Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: customer reported receiving an error message that prohibited the system from booting up. Fse evaluated and determined the cause of the problem was the controller board. The fse replaced the controller board, then tested the system to verify it was functioning properly. In the 6800 mini-c system, the controller pcb is the assembly responsible for initiating x-rays. This assembly is an isa bus circuit board that is designed to support the x-ray generation functions of a small, low power monoblock x-ray tube system. Some of the functions performed by this pcb include the following: provides an interlock control circuitry to disable x-rays when a fault condition is present; monitors and controls kv and ua for x-ray generation; provides an x-ray on signal to enable x-rays; monitors the x-ray hand and footswitches; monitors the video sync for automatic exposure control which drives the x-ray technique when auto mode is selected failure of this pcb can result in the customer receiving error message that prohibit the system from fully booting. The 6800 products were last manufactured in 2006. As products age, components will fail due to normal wear and tear.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.